Event description:
Report received of proximal occlusion alarm that resulted in delay of therapy. The pt initially received a heparin bolus of 5,000 units to be followed with a heparin drip at 1250 units/hr (drug concentration was 50 units/ml in 500ml total volume). The pump was set at 25ml/hr. When the heparin drip was started, a proximal occlusion alarm was received. The infusion was started after changing to different pumps and tubing sets until one would work. There was a delay of approximately 30 minutes which "did not change the patient's outcome". The patient did not experience any adverse effects.